Event description:
A rapid depletion of battery life was reported. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.